Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop consistent with the pump stop button being briefly pressed; however, a specific cause for the pump stop button being pressed could not be conclusively determined through this evaluation. The controller event log file contained events from 24feb2026 to 27feb2026. An intentional pump stop fault flag resulting in a pump stop was captured on 27feb2026, accompanied by a decrease in flow to 1.2 liters per minute (lpm) and low flow hazard and left ventricular assist device (lvad) off alarms. The intentional pump stop fault flag was resolved approximately 5 seconds later, and the pump ramped back up to the fixed speed without issue. No other notable events or alarms were captured. Prior to and after the pump stop, the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6) , with no further events reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 of the IFU, ¿heartmate rouch communication system,¿ states that the pump stop button can be used to turn off the pump. To use this feature, tap stop pump in the clinical view, and a pump stop confirmation message will appear. Tapping stop pump in the confirmation message will display a stop pump progress bar and stop the pump within a few seconds while pressing cancel will allow the pump to remain running at the previously set mode and speed. Of note, the pump off alarm appears a few seconds after tapping stop pump. If the start pump button is released while the stop pump progress bar is displayed, the pump will restart and resume at the previously set mode and speed. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump stop. The patient was lying in bed when this happened and mean arterial pressures dropped to 40 acutely. A low flow alarm occurred then pump flow and speed went down to zero and pump restarted. Log files were sent for review. The event log captured some implant data back on (B)(6) 2026 and mainly routine events were noted until (B)(6) 2026 at 18:06 when the pump was stopped using the monitor. This was shown as ¿intentional pump stop¿ in the log file. The pump was off for around 3 seconds then resumed operation. No other unusual events were noted in the remainder of the log. It was additionally reported that there was no one in the room except the patient and the patient could not reach the monitor to stop the pump.